Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor failed to pass the 12-hour warm up period so no results were obtainable. It was further reported that on (B)(6) 2018 at 3-4:00 am customer experienced hypoglycemia, noting she ¿had a dangerous low¿, but because of the issue with the sensor they could not get a sensor reading. Caller noted he performed a capillary test using an unspecified meter (no reading provided) and then treated the customer with an unspecified number of glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor failed to pass the 12-hour warm up period so no results were obtainable. It was further reported that on (B)(6) 2018 at 3-4:00 am customer experienced hypoglycemia, noting she ¿had a dangerous low¿, but because of the issue with the sensor they could not get a sensor reading. Caller noted he performed a capillary test using an unspecified meter (no reading provided) and then treated the customer with an unspecified number of glucose tablets. There was no report of death or permanent injury associated with this event.